Event description:
It was reported to manufacturer that the vns patient was experiencing an increase in seizure activity, relationship to pre-vns baseline unknown. It was reported that the seizure activity was increasing and had 18 seizures whereas previously the patient was having only 1 seizure per month. The patient was seen by the physician for a follow up visit and communication was not able to be established with the device. An estimated battery life calculation was performed and revealed approximately 1.09 years of battery life were remaining on the generator. Attempts to obtain additional information are underway.